Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump had a motor error alarm, but was able to rewind. Blood glucose level at the time of the incident was 400 mg/dl. Caller stated that she knew what cause the high blood glucose level and declined troubleshooting. The insulin pump was not replaced or returned for analysis.